Manufacturer narrative:
The field service engineer (fse) contacted the customer on (B)(4) 2008 and discussed sample handling info with the customer. The customer noted no issues with quality control (qc) recovery or system checks. The sample was drawn in bd a yellow top tube gel separator. The sample was allowed to clot for 20 minutes and centrifuged at 3,380 rpm (rotations per minute) for 15 minutes. The customer stated quality control (qc) was run prior to and following the pt samples and was within spec. System check from (B)(4) 2008 was within spec. The testosterone result on (B)(6) 2008 was 893 ng/ml. Prior to that(and prior to being put on treatment) the result was 254 ng/ml. The sample was poured off and sent to a referral lab where it was tested on the centaur system. The result from the centaur system was 476.42 (units unk) and was in line with the pts clinical condition. The original sample was retested on the access 1 in a pour-off cup and produced another low result. Testing at beckman coulter customer product line support (cpls) laboratory indicates heterophile interference as the most likely cause of the pt's falsely low testosterone result. Product labeling: for assays employing antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies such as human anti-goat antibodies, may be present in pt samples. The access testosterone results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests, and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer reported low testosterone result for one pt sample involving access 2 immunoassay system. The erroneous result did not correlate with the clinical condition of the pt and was discordant to an alternate methodology. The erroneous result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt sample for further analysis.